Event description:
It was reported via repair work order that the scale was inaccurate and the scale display was intermittent due to cable damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.